Manufacturer narrative:
The insulin pump alarmed compromised force sensor system during the prime test and motor error during basic occlusion test due to a force sensor resistor damage by moisture. The motor was tested outside the device and passed. The device had a cracked case at the display window corner and battery tube threads. The device had a scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had compromised force sensor system alarm and motor error alarm. The blood glucose at the time of the incident was 235 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.